Event description:
It has been reported by the perfusionist in the cath lab during insertion the lws was connected prior to insertion and the staff reported hearing the tones. The iab was then prepped (negative) and saline was squirted into the iab tray (under the sticker over the membrane, not the central lumen) prior to removing from the tray. The iab was then inserted via a sheath and into the pt's left femoral artery. At this time, the ap waveform never showed on the iabp monitor. It was attempted on another pump with the same result. They then pulled the iab and placed a second catheter in the same insertion site (left femoral) and had no issues with connections and initiating therapy. The pt went to ohs (open heart surgery) the following day as scheduled. The clinical support specialist discussed with the perfusionist the correct prep for the iab. The perfusionist verbalized understanding and said he would discuss with the cath lab staff. Length of time prior to the event is listed as "minutes." The css asked if the pump alarmed and the perfusionist was unable to articulate specific titles for the alarms. There was a 20 minute delay in iabp therapy. As of the time of this hotline call, the pt is post op ohs (open heart surgery) currently and stable without issue.

Manufacturer narrative:
(B)(4).